Event description:
Healthcare professional reported that intra-operative echo revealed that the disc intermittently did not close. The valve was replaced with no adverse effects to the pt, but was not returned for analysis.